Event description:
The customer contacted heartsine to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
A service representative performed evaluation of the customer¿s device and observed the corrosion on the membrane tail bridging between track 13 (on_button) and track 12 (CPR_led) which had led to a partial short circuit between these lines. This had led to the device switching on automatically causing 10-minute power ons which may have depleted the installed pad-pak causing no status led as per reported fault, as evidenced by the low battery fails in the device memory. The user would have been alerted a ¿warning low battery, device service required¿ prompt. The failure could not be replicated with a known good membrane fitted. This would confirm a failure of the returned membrane. Dirt on the device rubber feet, corrosion identified on the membrane tail, device usb contact collars alongside the multiple temperatures below the indicated minimum of 0ºc (a low of -2.6°c recorded on the (B)(6) 2018) would indicate that the device had been stored outside the indicated conditions. The customer's device will be scrapped. The customer has been provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.